Event description:
During initial assessment of a returned homechoice machine, a baxter technician found an increased intraperitoneal volume (iipv) situation in the therapy logs which occurred on (B)(6) 2010 during cycle 6, drain volume 3423ml. The event meets overfill criteria.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The device passed the homechoice rite electrical tests performed by the product analysis lab (pal). The pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the reported difficulty or the iipv found in the device logs. The device was determined to meet the specification requirements relative to the iipv identified via device log review. The assignable cause of the additional iipv was determined to be: insufficient drains; one or more cycles advances to next fill when slow/ no flow occurred above the minimum drain volume threshold. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). A service history review revealed that this device has not been previously serviced for the reported condition.